Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain and endometriosis. Concomitant products included medroxyprogesterone (depo provera). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). The patient was treated with surgery (B)(6)2014; hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, dysmenorrhoea, depression, anxiety and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: total bilateral occlusion pregnancy test - on (B)(6)2013: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical record; nausea, anxiety, pelvic pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain and endometriosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced nausea ("nausea"). The patient was treated with surgery ((B)(6) 2014; hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2013: total bilateral occlusion; pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; nausea, anxiety, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs received. Events - "depression, mental anguish, dysmenorrhea (cramping), pain, perforation (uterus), nausea" are added. Patient, reporter and product information added. Concomitant and historical condition are added. Concomitant and historical drug are added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for contraception: nuvaring from (B)(6)2012 to (B)(6) 2012; for an unreported indication: depo provera. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain, endometriosis, body mass index normal, asthma, depression and anxiety. Concomitant products included citalopram for anguish, depression and anxiety disorder, ibuprofen since 2013 for dysmenorrhea, pelvic pain female and abdominal pain as well as medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and piroxicam (paxil) from 2014 to 2015. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6)2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety/ mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced anxiety disorder ("psychological or psychiatric problems condition:anxiety disorder"), back pain ("back pain"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with fluoxetine, omeprazole, salbutamol sulfate (proair hfa), sertraline hydrochloride (zoloft) and surgery ((B)(6)2014; hysterectomy with bilateral salpingectomy ¿ tlh and hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, back pain and urinary tract infection had resolved, the pelvic pain and abdominal pain was resolving and the dysmenorrhoea, depression, anxiety, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, anxiety disorder, back pain, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, perforation, urinary/bladder problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6)-2013: results: total bilateral occlusion. Pregnancy test - on (B)(6)2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain and endometriosis. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, depression, anxiety and nausea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, dysmenorrhoea, nausea, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; nausea, anxiety, pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Outcome of event pelvic pain update from unknown to recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain'). In a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gastroesophageal reflux and ovarian cyst. Previously administered products, included for contraception: nuvaring from (B)(6) 2012, for an unreported indication: depo provera. Concurrent conditions included: fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain, endometriosis, body mass index normal, asthma, depression and anxiety. Concomitant products included: citalopram for anguish, depression and anxiety disorder, ibuprofen since 2013 for dysmenorrhea, pelvic pain female and abdominal pain as well as medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and piroxicam (paxil) from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems, condition: depression"), anxiety ("mental anguish/psychological or psychiatric problems, condition: anxiety/ mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced anxiety disorder ("psychological or psychiatric problems, condition:anxiety disorder"), back pain ("back pain"), urinary tract infection ("uti"). And post procedural complication ("post removal complication"). The patient was treated with fluoxetine, omeprazole, salbutamol sulfate (proair hfa), sertraline hydrochloride (zoloft) and surgery ((B)(6) 2014, hysterectomy with bilateral salpingectomy tlh and hysterectomy with bilateral salpingectomy tlh). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain and urinary tract infection had resolved. The pelvic pain and abdominal pain was resolving. And the dysmenorrhoea, depression, anxiety, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, anxiety disorder, back pain, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, perforation, urinary/bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, results: total bilateral occlusion. Pregnancy test: on (B)(6) 2013, results: negative. Quality safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet revived: new reporter. Event: back pain, uti, post removal complication, event outcome added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for contraception: nuvaring from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: depo provera. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain, endometriosis, body mass index normal, asthma, depression and anxiety. Concomitant products included citalopram for anguish, depression and anxiety disorder, ibuprofen since 2013 for dysmenorrhea, pelvic pain female and abdominal pain as well as medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and piroxicam (paxil) from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety/ mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced anxiety disorder ("psychological or psychiatric problems condition: anxiety disorder"). The patient was treated with fluoxetine, omeprazole, salbutamol sulfate (proair hfa), sertraline hydrochloride (zoloft) and surgery ((B)(6) 2014; hysterectomy with bilateral salpingectomy ¿ tlh and hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, depression, anxiety, nausea, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, anxiety disorder, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; nausea, anxiety, pelvic pain, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, anxiety disorder, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). Reporter information, medical history, concomitant drug, event outcome, events onset date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') and pelvic pain ('pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux and ovarian cyst. Previously administered products included for contraception: nuvaring from (B)(6) 2012 to (B)(6) 2012; for an unreported indication: depo provera. Concurrent conditions included fibrosis, local anaesthesia, fibroadenoma, cervicitis, lower abdominal pain, endometriosis, body mass index normal, asthma, depression and anxiety. Concomitant products included citalopram for anguish, depression and anxiety disorder, ibuprofen since 2013 for dysmenorrhea, pelvic pain female and abdominal pain as well as medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and piroxicam (paxil) from 2014 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ psychological or psychiatric problems condition: anxiety/ mental anguish") and nausea ("nausea"). On an unknown date, the patient experienced anxiety disorder ("psychological or psychiatric problems condition: anxiety disorder"), back pain ("back pain"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with fluoxetine, omeprazole, salbutamol sulfate (proair hfa), sertraline hydrochloride (zoloft) and surgery (B)(6) 2014; hysterectomy with bilateral salpingectomy ¿ tlh and hysterectomy with bilateral salpingectomy ¿ tlh). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, back pain and urinary tract infection had resolved, the pelvic pain and abdominal pain was resolving and the dysmenorrhoea, depression, anxiety, nausea, menorrhagia, vaginal haemorrhage and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, anxiety disorder, back pain, depression, dysmenorrhoea, menorrhagia, nausea, pelvic pain, post procedural complication, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, perforation, urinary/bladder problem diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2013: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet revived, new reporter, event back pain, uti, post removal complication ,event outcome added incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.